Event description:
Medtronic rep reported that physician was having difficulty verifying instruments and system was not tracking well during surgery. The surgeon opted to continue the procedure using the stealthstation treon. There was no impact on pt outcome reported.

Manufacturer narrative:
System check-out completed. Testing did not show any problems with system or instruments. Site will have support during next procedure in order to ensure best use.